Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that they had pvr vein/artery testing. Steps taken will be removal of ankle cuff. Patient did not know the resolution and will (k)no(w) more on (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient mentioned that today with their primary care doctor when they were "going to have check your circulation blood vessel audioartery. The guy the tech hook me up he put the thing around the ankle and risk, all of a sudden thank god he didn't really start yet but he was testing I felt this really sharp pinch like weird feeling in my right leg between the shin and the ankle". Pt mentioned they need to get the test done. Pt mentioned they do not know if the device caused the sharp pinch but even "with the physical therapy using the tens unit they were hesitant as well". Agent redirected the pt to their managing healthcare provider (hcp). Pt mentioned they will contact the surgeon or a pain management doctor. During the call, pt asked for date of implant and MRI compatibility. Agent reviewed implant date and offered to review MRI eligibility but pt didn't want MRI information they're not going to have an MRI, pt was also in a hurry.